Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they got motor arm cannot communicate with the main arm as well as software error detected. The customer¿s blood glucose level was 198mg/dl troubleshooting was performed for pump error. The product will be returned for the analysis.